Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("complete unilateral perforation observed on the right (location of perforation unknown, not visualized), essure in omentum") in a (B)(6) female patient who had essure (batch no. D46951) inserted for female sterilization. The patient's past medical history included multigravida (gravida 4), parity 4 (para 4) and cesarean section (1 cesarean section). Previously administered products included for an unreported indication: ius/iud nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 4 months 3 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed by laparoscopy on (B)(6) 2017 and right salpingectomy.). On (B)(6) 2017, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: according to procedure report, during the insertion procedure the physician had a view of a uterine cavity with normal appearance and volume, view of the two uterine tube ostia, the positioning of a first device on the right, no view of a spiral turn and the same procedure in left side, no view of spiral turn of the spring. Implantation was easy, no analgesia given, no liquid loss over 1500cc, procedure did not last more than 20 minutes. Diagnostic results: on (B)(6) 2016: gynecological examination for essure insertion: no uterine abnormalities observed. On (B)(6) 2016, abdominal and pelvic ultrasound: left tube implant in sub-optimum position and the right implant cannot be seen in the tube. On (B)(6) 2016: x-ray confirmation test (hsg not done because not visible on the right): complete unilateral perforation observed on the right (location of perforation unknown, not visualized), essure in omentum, no organs or intra-abdominal structures perforated, left coil in correct position. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09_may_2017 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: d46951 - production date: 07-jan-2015 - expiration date: 28-jan-2018. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event ia a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that complete unilateral perforation was observed on the right (location of perforation unknown, not visualized)/ essure in omentum (previously reported as device migration/dislocation). Uterine perforation is regarded as anticipated according to the reference safety information for essure. It was reported that the insertion procedure had no intercurrences. Approximately 4 months after insertion, essure was found out of the right tube, in omentum. Although the location of perforation has not been visualized, the reporter physician considered the event as a complete perforation. Essure was removed by laparoscopy. Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of the event are not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect. No similar adverse event case reports have been received to date in relation to the reported batch.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("complete unilateral perforation observed on the right (location of perforation unknown, not visualized), essure in omentum") in a (B)(6)-year-old female patient who had essure (batch no.(B)(4)) inserted for female sterilization. The patient's past medical history included multigravida (gravida 4), parity 4 (para 4) and cesarean section (1 cesarean section). Previously administered products included for an unreported indication: ius/iud nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 4 months 3 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed by laparoscopy on (B)(6) 2017 and right salpingectomy.). On (B)(6) 2017, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: according to procedure report, during the insertion procedure the physician had a view of a uterine cavity with normal appearance and volume, view of the two uterine tube ostia, the positioning of a first device on the right, no view of a spiral turn and the same procedure in left side, no view of spiral turn of the spring. Implantation was easy, no analgesia given, no liquid loss over 1500cc, procedure did not last more than 20 minutes. Diagnostic results: on (B)(6) 2016: gynecological examination for essure insertion: no uterine abnormalities observed. On (B)(6) 2016, abdominal and pelvic ultrasound: left tube implant in sub-optimum position and the right implant cannot be seen in the tube. On (B)(6) 2016: x-ray confirmation test (hsg not done because not visible on the right): complete unilateral perforation observed on the right (location of perforation unknown, not visualized), essure in omentum, no organs or intra-abdominal structures perforated, left coil in correct position. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician returned perforation questionnaire: patient's initials, and history provided. Insertion information. On (B)(6) 2016 (at confirmation test) diagnosis via x-ray: complete unilateral perforation observed on the right (location of perforation unknown, not visualized), essure in omentum, no organs or intra-abdominal structures perforated, left coil in correct position (prev. Event "right implant cannot be seen in the tube" was updated"). Patient had no symptoms. Essure removed on (B)(6) 2017 via laparoscopy, right salpingectomy. Patient recovered. Company causality comment a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that complete unilateral perforation was observed on the right (location of perforation unknown, not visualized)/ essure in omentum (previously reported as device migration/dislocation). Uterine perforation is regarded as anticipated according to the reference safety information for essure. It was reported that the insertion procedure had no intercurrences. Approximately 4 months after insertion, essure was found out of the right tube, in omentum. Although the location of perforation has not been visualized, the reporter physician considered the event as a complete perforation. Essure was removed by laparoscopy. Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of the event are not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of device dislocation ("right implant cannot be seen in the tube") and the second episode of device dislocation ("left tube implant in sub-optimum position") in an adult female patient who received essure (batch no. D46951) for sterilization. On (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and clinically significant/intervention required) and the second episode of device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure removed in (B)(6) 2017 by celioscopy). Essure was withdrawn. At the time of the report, the first episode of device dislocation and second episode of device dislocation outcome was unknown. The reporter provided no causality assessment for the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: according to procedure report, during the insertion procedure the physician had a view of a uterine cavity with normal appearance and volume, view of the two uterine tube ostia, the positioning of a first device on the right, no view of a spiral turn and the same procedure in left side, no view of spiral turn of the spring. Diagnostic results: on (B)(6) 2016, an abdomen and pelvic ultrasound was performed: left tube implant in sub-optimum position and the right implant cannot be seen in the tube. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and it was reported that right implant cannot be seen in the tube (seen as device migration) and left tube implant in sub-optimum position (seen as device dislocation). Essure was removed by celioscopy. The events are regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. In addition, there is a risk that the device could move out of fallopian tubes. In this case, the exact date and the mechanism of the events are not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Further information and product technical analysis are being sought.